Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will evaluate the device. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplemental report is to provide the device evaluation results. The subject device and the debris which came out from the channels were returned to olympus medical systems corp.(omsc) for evaluation. Based upon the evaluation of the subject device by omsc, it was confirmed that there were no irregularity and no debris on the distal end and inside of the auxiliary water channel, the instrument channel, and the suction channel of the subject device. The component analysis revealed that the debris is protein which could be human origin or chemical residues. The exact cause of the reported event could not be conclusively determined. The facility's insufficient reprocessing could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that while the subject device which was reprocessed with oer-3 was being stored, blood-like liquid was dripping out of the channel of the subject device. Then the facility reprocessed the subject device twice. However, after each time the facility reprocessed the device, the blood-like liquid was dripping out of the channel. The facility reported that the nozzle of the subject device got clogged in the end of most recent duodenum stent placement procedure.